Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly and plunger dislodge. Customer's blood glucose at time of incident was unknown. Customer stated that she issue with air bubbles in the reservoir and she was trying to get them out and plunger is coming out and insulin got everywhere. Customer was advised to check with her healthcare provider about this. Customer was offered to transfer and she declined.